Event description:
Customer reported that a pyxis anesthesia es system drawers did not release during a procedure. Customer did not disclose the nature of the procedure. Customer resolved by replacing the affected device with a different one. No other information was released by the customer. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawers did not release during a procedure. Customer did not disclose the nature of the procedure. Customer resolved by replacing the affected device with a different one. No other information was released by the customer. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the device's docking board to communication sled cable was loosed and needed to be secured. The field service engineer secured the cable and confirmed all sensors and controller boards were operational by performing a med inventory workflow. Device confirmed operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, g1, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-jun-2021 to 27- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's docking board to communication sled cable was loose and needed to be secured. The field service engineer secured the cable and confirmed all sensors and controller boards were operational by performing a med inventory workflow. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that bd pyxis anesthesia es system drawers were not unlocking and were not detected on the bus. The customer stated that a patient was on the table when this occurred, as a temporary resolution customer replaced with acor10. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.